Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed in the pcu event log; subsequently the module was returned by the customer for further investigation. The module was received in overall fair condition; the instrument seal intact, lower door hinge was cracked the platen post was broken at the top hinge. Functional testing found the pump module to be delivering fluid within specification. However the broken platen upper hinge post can cause intermittent unregulated flow depending on how the platen sits when the door is closed. The root cause of the overinfusion was determined to be the broken platen post at the top hinge. The cause of the damage is unknown.

Manufacturer narrative:
Additional information provided from customer medwatch.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "carefusion alaris IV pump #khpb436 with channel #khpm674 programmed to infuse normal saline 1000 ml at 100 ml hour started on (B)(6) 2016 at 2252. At 0153 on (B)(6) 2016, noted that the bag of saline was almost completed. It should have taken 10 hours to infuse and had infused almost 1000 ml in 3 hours. The total infused volume on the pump stated 300 ml. Checked the IV tubing in the pump and it was seated correctly, started the infusion and noted that the drip chamber had rapid dripping. Had another nurse, (B)(6) rn, look at the pump and the tubing insertion and pump settings and she confirmed it looked correct and she also observed the rapid drips in the drip chamber. Removed the pump from the pt's room and took it out of service. Put another 1000 ml of normal saline on the tubing since the other one was empty and kept the previously programmed info in the pump and used the restore button to restart the pump. Had both (B)(6) rn observe the IV infusing and noted the fluid rapidly dripping in the drip chamber and even having spurts of fluid just flowing. The fluid was being directed into the trash can during this experiment. Both nurse confirmed the correct settings on the pump of 100 ml/hr. The house officer, dr. (B)(6) was notified at 3 am of the pt receiving 1000ml of IV fluid in 3 hours due to the pump malfunction and that the pt's lungs continued to be diminished, that the pt had no complaints or symptoms and that his blood pressure was 148/88 at 0214. Dr. (B)(6) came to see the pt and to assess the pt's lungs, she stated that there was no harm to the pt and she ordered to decrease the IV fluid rate to 50 ml/ hr. Dose or amount: 1000ml, frequency: 100cc/hour, route: intravenous. Dates of use:(B)(6) 2016 - 2252 - (B)(6) 2016 - 0153." Although the medwatch field for "serious injury" is checked, when contacted for additional information the customer responded "no serious patient outcomes". No medical intervention was required. No other information is available.

Manufacturer narrative:
The customer¿s experience of an overinfusion was not confirmed. The pcu event log showed that at 10:54 pm on (B)(6) 2016 the device was programmed to infuse ivf maintenance at 100ml/hr with a vtbi of 900ml. The infusion ran until 1:57 am on (B)(6) 2016 when the device was channeled off. The volume recorded as being infused during this period was 300.605ml. The starting volume of the fluid container cannot be determined through device logs. The pump module and disposable set were not returned for investigation. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.

Event description:
The customer reported that an infusion of 1000ml of saline was programmed to infuse at 100ml/h with a vtbi of 900ml however after 3 hours the bag was noted to be almost empty. There was no patient harm.